Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036; "report late due to asr to individual reporting transition". "Nobel biocare is both the manufacturer and importer and no report from the importer to the manufacturer is needed."

Event description:
Implant failed due to failure to osseointegrate